Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for two separate episodes of supraventricular tachycardia (svt). Additionally, noise was noted on the shock channel, which also could have contributed to the inappropriate therapy. The device was reprogrammed and troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.